Event description:
The complainant alleged that during cardioversion of pt (age unk) being treated for atrial fibrillation, while charging the device the screen blanked out. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.